Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the patient underwent a laparoscopic cholecystectomy. No issues were reported with the device at that time. Three days after the operation, the patient came to the emergency room with pain. Four days after that, hepatobiliary nuclear medicine imaging was conducted and the findings were consistent with a bile leak. A computed tomography (CT) scan with guided aspiration was done. 3400cc of slightly yellowish fluid was drained. The current patient status is good.

Manufacturer narrative:
(B)(4). The device and packaging were discarded after use and will not be returned for investigation.

Event description:
According to the reporter: additional information received from the account stated that the clips were being applied to the cystic duct. A reoperation was not performed.